Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned. As the device was not returned for additional evaluation, a definitive root cause for the alleged issue could not be determined. (B)(4).

Event description:
During a current report of a catheter revision due to the patient reporting low back pain and ble pain and there was fluid collection in the pump pocket, captured through MFR 3010079947-2021-00039, it was reported that this same issue had previously occurred. This past incident led to a catheter dye study, which showed that the patient had an obvious catheter disruption in the pocket. A catheter revision was later performed and the catheter segment was likely discarded.